Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive sheath was selected for use during an atrial fibrillation procedure. During the procedure, the dilator was allegedly placed incorrectly by the scrub tech causing a hemostatic valve leak. The sheath was replaced. No patient complications were reported.